Event description:
Pt presented with pain, two lumps on side under/around mesh. Doctor not sure if pain is related to mesh. Surgery scheduled for 2006.

Manufacturer narrative:
The subject product is supposed to be returned to us for evaluation. It has not been received to date. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when product has been received and evaluated.